Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. Insulin pump was programmed with basal rate1.0u/h and monitored for several days and no delivery anomaly noted. Insulin pump received with cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer had high blood glucose levels of 350 mg/dl. The customer treated with a manual insulin injection. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.